Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose. The customer reported hyperglycemia and hypoglycemia with a blood glucose value of 47 mg/dl at the time of the event. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a. Troubleshooting was performed for sensor glucose vs blood glucose and not performed for low or high blood glucose. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported low blood glucose event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0869 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered 223 bolus deliveries on the event date of 06/19/2024 at 00:04:27.0000 to 23:56:21.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer¿s complaint for high bg¿s and low bg¿s. No device problem was noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.